Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Please note that a design change was implemented to minimize the occurrence of the opening issues. Please note the returned device was manufactured prior to the implementation of this change. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at first, the device was fired out of the patient's body to check its function by a nurse and the device could be fired without any problem. However, the jaw became not to open after the device was fired on the cystic duct. It was unknown which firing the event occurred on. Another device was used to complete the case. There were no adverse consequences for the patient.